Event description:
A customer contacted beckman coulter (bec) reporting that a clear leak (volume unknown) occurred from the blood sampling valve (bsv) on the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The leak occurred after instrument servicing. Review of the service history indicated that service was previously dispatched for bsv issues/h&h issues. The customer indicated that the issue occurred on (B)(6) 2013 was related to high bias on controls and no erroneous results were generated. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No discrepant patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. On (B)(4) 2013, the fse found an issue with the probe wipe air cylinder and order parts for a return visit. The fse returned on (B)(4) 2013 and discovered that the bsv actuator not shifting the center pad of the bsv all the way back. The fse replaced the actuator and adjusted the probe wipe assembly. The fse also ran shutdown, startup, latron controls and patients with no issues. Per labeling, because the bsv affects the flow of blood to the aspiration pump and diluent to the aperture baths, and because the bsv measures the blood used for the dilutions, changing a bsv can affect the instrument results. Always check the volume pulled by the aspiration pump, the diluent delivery timing, and the instrument calibration after replacing a bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).